Event description:
It was reported that the patient experienced a shocking sensation while recharging their implantable neurostimulator (ins) on (B)(4) 2012. The patient began charging with the ins off, but while recharging was in progress the ins turned on and began shocking them and would not turn off with either the recharger or the patient programmer. Both the recharger and programmer displayed the "end of service" (eos) error message. The patient was panicked and short of breath. The ins was put into a "power on reset" (por) condition and physician recharge mode (prm) was successfully started after multiple attempts, which stopped the stimulation. On (B)(6) 2012, a company representative reported error messages were displayed that stated the "neurostimulator had been completely discharged", "battery capacity was decreased", and "the neurostimulator service life had been shortened." The patient was going to have the ins replaced, but a date had not been scheduled. Diagnostic readings were obtained from the device. Study of the diagnostics showed the ins had been overdischarged approximately 35-45 days before the shocking was felt. When the device was overdischarged, the subsequent por was not cleared, which triggered the shocking issue when charging occurred. The diagnostic also showed that two overdischarges had occurred since (B)(6) 2010 and neither por was properly cleared. Initiating a pmr in that state would cause the overdischarge count on the ins to over-increment, which was the likely cause of the eos error message due to the fact that the device showed four overdischarges. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; product type lead, product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; product type lead, product ID 37752, serial # (B)(4); product type recharger, product ID 37743 serial # (B)(4), product type programmer.

Event description:
(B)(6) 2013 melcha1: it was reported that the issue resolved without sequela on (B)(6) 2012.

Event description:
Additional information received reported that the patient experienced increased pain due to the device being at end of service. It was stated that the device could not be interrogated. No interventions were taken. The patient outcome was reported as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.